Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon not deflated after inspection. They changed the medical device.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon not deflated after inspection. They changed the medical device.

Event description:
It was reported that foley catheter balloon not deflated after inspection. They changed the medical device. Per follow up information received on 21oct2025, stated that there was no harm to the patient and the medical device has been changed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This product is not sold within the united states. The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon not deflated after inspection. They changed the medical device. Per follow up information received on 21oct2025, stated that there was no harm to the patient and the medical device has been changed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This product is not sold within the united states. This report is being submitted as additional information. The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: b, d, g, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.